Event description:
Received additional information that the stroke and the confusion resolved without an adverse patient sequela on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, hypertension, and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 7-10 x 30 mm acculink stent in the heavily calcified left internal carotid artery. During the procedure, the patient experienced hypertension. Intravenous medication was administered and the hypertension resolved on (B)(6) 2013. On (B)(6) 2013, the patient became confused and combative. Medication was administered. On (B)(6) 2013, magnetic resonance imaging was performed due to the patient's confusion and a stroke was diagnosed. It is unknown if the patient's confusion was related to the stroke or vascular dementia. The confusion continues. An ultrasound performed on (B)(6) 2013 notes that the 7-10 x 30 mm acculink stent is patent. No additional information was provided.